Event description:
After the essure I became pregnant and had child 2 years later suffered from heavy bleeding ovarian cyst had to get hysterectomy pelvic pain, back pain, weight gain, depression, chronic daily migraine and pain during intercourse. Pregnant after 2 years baby born with health problems.